Manufacturer narrative:
The customer reported complain for the platform displaying an error message was confirmed during the initial functional testing. The fault was found to be due to the defective processor board. Upon customer approval the components will be replaced and the device will be further tested to full specification. During visual inspection, the top cover was heavily frayed, also the bottom and front enclosure were found to be damaged. The damages are unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 09/27/2008 therefore, this type of damages are characteristic of normal wear and tear for the life of the device the archive data could not be downloaded due to error message "system error, out of service, revert to manual CPR" therefore, the archive data could not be reviewed. The platform failed the initial functional testing due to the platform displayed system error 139 (latch error - internal parameter corrupted) when the platform was powered on. The processor board was found to be defective. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) (reported on (B)(6) 2009) and (B)(4) (reported on (B)(6) 2009) were reported for autopulse platform serial number (B)(4) for the same error message "system error, out of service, revert to manual CPR".

Event description:
As reported during device check, the autopulse platform (sn: (B)(4)) was displaying error message. The exact error message was not reported. No patient involvement was reported.